Manufacturer narrative:
The returned lead was only available in fragments. Only the distal part of the lead with about 43 cm length was returned for analysis. The proximal fragment including the fork was missing. The lead showed signs of abrasion at several sites. It was noted that the insulation of the lead body had been massively damaged by squashing about 34 cm proximal of the tip electrode. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress due to the subclavian crush syndrome.there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted because the sensing values were somewhat low at around 8 mv. The patient received a new lead and this one was explanted and returned for analysis. The decision to report this lead to the FDA came after the analysis was completed. No deterioration of the patient's state of health was reported.